Manufacturer narrative:
The technician found the detent mechanism was cracked. He replaced the detent mechanism and the brakes functioned properly.

Event description:
Information received indicates the brakes appear to be in the brake mode, but the caster wheels would still roll.